Event description:
An apd/lpg glidex catheter was placed for a non diagnostic lung biopsy. During removal of the catheter, the tip sheared off it and is still inside of the pt. This device has not been received for evaluation. Therefore, a failure analysis is not available and the co is unable to determine if the device met its specifications. The co is unable to determine the relationship between the device and the cause for this event. Directions for use outline approprate placement, access and maintenance procedures.